Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in (B)(6) 2019 it was determined that the patient had an occlusive thrombus within the root of the aorta.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on 30apr2022. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01jul2016. Heartmate ii lvas IFU is currently available. This IFU lists arterial thromboembolism as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported that the patient experienced circumferential hypodensity within the outflow tract, likely representing chronic thrombosis/fibrin unchanged from 2019.

Manufacturer narrative:
Section b5: additional information was extracted from MFR: 2916596-2022-10721. Manufacturer's investigation conclusion: the reported circumferential hypodensity within the outflow tract could not be confirmed as no images were submitted for review and the device is not available for evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of thrombus within the root of the aorta could not be conclusively determined through this evaluation. Due to hippa (health insurance portability and accountability act) protocol, the account was unable to provide any additional information. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2022. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists peripheral thromboembolism as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. An explanation of each pump¿s parameters can also be found in this section. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 6, ¿patient care and management¿, outlines the suggested anticoagulation therapy and international normalized ratio (inr) range for patient using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.